Manufacturer narrative:
The customer changed the cl electrode tip without adhering to the proper maintenance procedure and without draining the flowcell. This caused a few drops of reagents leak from the flowcell, but customer was wearing ppe. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) to report ion-selective electrode (ise) module leak. No injury was reported.